Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4: model # = gpn # investigation - evaluation. As reported, during a retrograde intrarenal surgery, a roadrunner the firm hydrophilic wire guide had resistance when it was inserted halfway through the ureteroscope. When the wire guide was removed from the rigid scope, it was noticed that the coating had separated from the wire guide. The wire guide was only used once and was not used with a needle. The wire guide coating was activated for 10 to 15 minutes with water and kept hydrated while it was not in use. The scope did not have any damage. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures as well as a visual inspection, of the returned device were conducted during the investigation. One roadrunner firm hydrophilic wire guide was returned for investigation, in opened packaging with a product label. A 3 cm section of jacket has separated beginning 22.5cm from proximal tip, with a ragged appearance where the jack has separated. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the current IFU, was reviewed and includes the following. Precautions: ¿ manipulation of the wire guide requires appropriate imaging use caution not to force or over manipulate the wire guide when gaining access. ¿ when a wire guide through a metal cannula/needle, use caution as damage may to the outer coating. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery, a roadrunner the firm hydrophilic wire guide had resistance when it was inserted halfway through the ureteroscope. When the wire guide was removed from the rigid scope, it was noticed that the coating had separated from the wire guide. The wire guide was only used once and was not used with a needle. The wire guide coating was activated for 10 to 15 minutes with water and kept hydrated while it was not in use. The scope did not have any damage. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.